Manufacturer narrative:
The explanted devices involved in this event will not be returned for evaluation and have been discarded by the initial reporter. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, the patient presented with a component separation and aneurysm sac enlargement per follow-up CT. The physician elected to treat the patient by explanting the afx stent, and the procedure concluded without incident. The patient is doing well and is expected to make a full recovery. The explanted devices are not available for return.